Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard xp-as e1 left medial/right lateral tibial bearing 14mm x 65/67mm catalog #: 195547 lot #: 266990, vanguard xp-as e1 right medial/left lateral tibial bearing 14mm x 65/67mm catalog #: 195610 lot #: 680750, vanguard xp cruciate retaining tibial tray 65mm catalog #: 195270 lot #: 342320, series a thin 3 peg patella catalog #: 184784 lot #: 062110. G2 - report source - foreign: event occurred in japan. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2024-00028, 0001825034-2024-00029. H3 other text : investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and dislocation of the femoral component and tibial bearings approximately two (2) months post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component code: mechanical (g04) femur. The reported event was confirmed via provided radiographs; no product or pictures were performed; visual and dimensional evaluations could not be performed. Radiographs reviewed by a healthcare professional identified lateral dislocation of the tibial component, possible poly wear, and possible metal-on-metal with the femoral component. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.